Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received. A product evaluation was conducted. The report indicates that the: the returned device shows light use during its almost 7 month lifespan. The silver measuring rod is intact but the ball bearing and spring are missing. Due to the ball not being return the exact cause for the is complaint condition cannot be determined. Drawing 319_091, rev. C for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during pelvic plate implantations; and proper use and maintenance are addressed in technique guide(s) j8505-b, j7993-c. The complaint condition was caused by method of use, damage during sterilization while in the disassembled state, rather than the design of the instrument. But due to the ball bearing not being returned, the actual cause cannot be determined. The complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device history records was conducted. The report indicates that: no issues were found during manufacture that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the cleaning process (preoperative) the depth gauge for 3.5mm cortex screws, end of the tip, the silver ball came off. There was no patient involvement. This report is 1 of 1 for (B)(4).